Event description:
On (B)(6) 2018 a patient received a mitroflow dla21 aortic heart valve implant as part of a aortic valve replacement. The manufacturer was notified that on apr. 30, 2019 the device was explanted and replaced with a carbomedics top hat s5-023 mechanical heart valve. Additional information received on aug. 07, 2019 identifying the following information. The device was explanted due to leaflet calcification. The patient outcome was a successful carbomedics top hat implantation. The device is not available for return.

Manufacturer narrative:
The manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model # dla21, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a dla21 mitroflow aortic pericardial heart valve at the time of manufacture and release.

Event description:
On (B)(6) 2018 a patient received a mitroflow dla21 aortic heart valve implant as part of a aortic valve replacement. The manufacturer was notified that on (B)(6) 2019 the device was explanted and replaced with a carbomedics top hat s5-023 mechanical heart valve. This event occurred at (B)(6) hospital and involved dr. (B)(6).